Event description:
Information received regarding the explanted device notes that the patient presented with dizziness and lightheaded- ness. The device could not be interrogated and there was no pacing or magnet response. The ECG noted second degree heart block with an intrinsic escape rhythm of approximately 44 bpm.